Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. A few days before the sensor was removed, the patient noted a slight itching feeling and redness at the sensor site but, the patient did not take any action at this moment thinking it was probably a minor reaction. When the sensor was removed on (B)(6) 2023, she noticed redness at the insertion site and a slight white color pigment at the needle puncture appeared. At this moment the patient did not take any action. The patient also saw a tiny hear like thread, but she could not specify the length of the wire as there was already an infection at the insertion site. Two days after the sensor was removed, the patient visited the doctor, and the doctor performed a ¿minor surgery¿. Patient stated that no incision was made, and that the doctor only used tweezers. She did however receive an injection with a local anaesthetic that she did not remember the name of. The patient denied that stitches were necessary. Patient was given a follow up appointment with the doctor to check up on the wound. The patient stated that the doctor removed a tiny circular black coloured hair/thread like piece but could not confirm if it was the sensor wire, as her doctor did also not confirm to her what it was. The patient was prescribed an antibiotic, dicloxacillin 100mg twice a day. Patient was only a few hours in the doctors clinic when minor surgery happened, then she was sent home. At the time of the report the patient was stable. The patient also mentioned that she is taking baby aspirin 81mg daily, but she was already taken before the infection occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Code 4581, e2402 selected as there is no code available for the slight white color pigment that appeared at the needle puncture site.